Event description:
Drive devilbiss healthcare was notified of an incident involving a rollator by the end user's daughter, who reported that a wheel came off during use causing the end user to fall and sustain a broken and dislocated shoulder. Drive devilbiss evaluated the rollator and confirmed the detached wheel. Upon further inspection it was discovered that the housing for the screw on the front fork was stripped, most likely due to overtightening of the screw during maintenance, therefore creating a weak bond between the screw and the front fork. As part of its complaint review and evaluation process, drive devilbiss healthcare will also notify the manufacturer of the product about this complaint.